Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhancement of the half-height drawer 2.1 was failed. A field service engineer turned off power station, and an inspection of the back of the drawer was conducted. The retractor band and pyxis board appeared to be in good condition and not damaged. The row board cable connection to the drawer controller was reseated. A firmware update was applied. Diagnostics were conducted to verify the device functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all half height cubie pockets were failed and user mentioned whichever cubie pocket being accessed from the drawer would open but it will fail once it was being closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.